Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of being unable to change the centrimag motor¿s set speed was confirmed via analysis of the returned centrimag motor. The returned centrimag motor (serial number: (B)(6) was evaluated by service depot and by product performance engineering alongside known working test centrimag equipment. During testing, it was attempted multiple times to increase the motor¿s set speed; however, the motor would not operate and m5: set pump speed not reached and m2: motor disconnected alarms activated. The continuity of the wires in the motor cable were then individually tested, revealing that the blue and red (drive phase) wires were damaged. A section of the motor cable¿s outer jacket at the proximal bend relief was removed to inspect the underlying wires, revealing that the insulation on the blue and red wires were torn, exposing the inner conductors. Inspection of the wires revealed that the exposed inner conductors could have shorted to the shielding, which would result in the reported event. The reported event was determined to be due to wire fatigue in the returned motor cable. It should be noted that at the time of the reported event the centrimag motor had been in use for approximately 10 years, and although not conclusively determined, repetitive flexing of the bend relief during use over time may have contributed to the observed underlying wire damage. Similar reports of conductor breakdown in the motor¿s cable have been documented, and a corrective and preventative action (CAPA) was implemented to address the wire fatigue. The returned motor was manufactured prior to the implantation of the CAPA. The connector cap for the centrimag motor cable was also observed to be damaged the device history records were reviewed and the records revealed that the centrimag motor, serial number l03312-0024, was manufactured in accordance with manufacturing and qa specifications. The centrimag motor was shipped to the customer on 05aug2014. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use (rev. G) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag speed would not change from 4500 rpm. The healthcare provider attempted to increase the speed, on the monitor and the centrimag console, multiple times by pressing the "set speed" button, but the speed did not change. Ultimately, the centrimag console and motor were exchanged, and the issue resolved.